Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported, during the pre-discharge check, right atrial pacing and sensing failure were observed. An x-ray was performed, and it was determined the lead was dislodged. The following day, the physician attempted to reposition the right atrial lead. When the helix, however, was extended and retracted several times, the helix stopped moving. The physician decided to explant and replace this right atrial lead. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported the physician suspected this right atrial (ra) lead dislodged as a result of the associated pacemaker migrating due to the patient's anatomy. When the physician went into revise the leads, the decision was made to create a new device pocket. The physician moved the associated pacemaker to the new pocket and it was securely fixed to the tissue. No additional adverse patient effects were reported.

Manufacturer narrative:
This right atrial (ra) lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood/body fluid around the helix. The helix mechanism test was not performed due to the dried blood/body fluid in the tip area, which would inhibit helix function. Analysis confirmed the inner coil was stretched/deformed near the tip of the lead. The lead tip and helix appeared to be intact. No fracture was observed. Analysis was unable to reproduce the lead dislodgement, and pacing and sensing issues. The ingevity MRI-compatible lead was designed with a goal of balancing multiple design inputs, including implant handling and short and long term safety performance (e.g., low dislodgement and perforation occurrence). The single filar inner coil design of the ingevity lead was selected for improved fatigue durability and for safe performance within an MRI environment (protective against lead heating). Physician implant technique and patient anatomy may contribute to helix extension difficulty. Specifically, tortuous patient anatomy or bends in the proximal portion of the lead remaining outside of the body, sharp bends in the stylet, and/or kinks in the lead introducer sheath may contribute to situations where adequate torque is not transferred to the helix to enable extension/retraction. Implant techniques such as under-rotating or over-rotating the terminal tool, failure to remove the terminal tool between extension/retraction cycles to release torque stored in the inner coil, excessively fast tool rotation speed (>1 full turn per second), and the presence of tissue in the helix, which may accumulate with multiple lead repositioning attempts may also contribute to situations where adequate torque is not transferred to the helix to enable extension/retraction. Approved instructions for use provided with all products includes best practices and clear guidance to mitigate these potential contributing factors. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/26/2018 02:01 pm CT. The report number is being corrected from: 2124215-2018-62633to: 2124215-2018-60362.

Event description:
This supplemental report is being filed because the right atrial (ra) lead was returned and analyzed.